Event description:
Customer tested her blood glucose got a result of 100 mg/dl, retested in less than 10 minutes and got 185 mg/dl on the compact plus system. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.